Manufacturer narrative:
Conclusion: during the repair process of a rondo 2 audio processor a leaking battery was detected and started this investigation. It revealed a damaged welding seam at the housing as well as multiple other damages were found. It is very likely that the device got damaged by excessive mechanical stress. This is a final report.

Event description:
The device was received at hq. According to the repair request form the rondo 2 unit was non-functional. During a normal repair process a broken/leaking rondo 2 battery was found. The device housing was found to be cracked and it cannot be exclude that electrolyte could have escaped the housing.

Manufacturer narrative:
The device has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was received at hq. According to the repair request form the rondo 2 unit was non-functional. During a normal repair process a broken/leaking rondo 2 battery was found. The device housing was found to be cracked and it cannot be exclude that electrolyte did not escape the housing.